Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: august 30, 2005 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a holding sleeve would not go over a screw during a maxilla fracture repair procedure on (B)(6) 2016. The nurse reportedly tried to hold the screw with the holding sleeve, but was not successful. The procedure was completed with an equivalent device. It is unknown if the procedure was prolonged due to the intra-operative event. No patient harm was noted. Concomitant devices reported: screw (part/lot numbers unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one holding sleeve (part 313.97, lot 5055539) was received disassembled for investigation. The components were undamaged and were able to be properly reassembled. The device was functionally tested with an imf screw available at the investigation site (part 201.928). No issues were found with the returned device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, risk assessment review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. It is unknown what caused the complaint condition. This complaint is unconfirmed. The device is designed to be used in conjunction with cruciform screwdriver to aid in implanting the screws. The device holds the screws so that two hands are not required to insert the screw. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical devices reported: intermaxillary fixation (imf) screw (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on may 16, 2016. It was further reported that the spring for the holding sleeve was not the proper spring or it was damaged for this device. The sleeve would not go over the intermaxillary fixation (imf) screw. There was no patient harm. This was the initial surgery for the patient.